Event description:
The zenith three-piece endovascular graft was placd to repair an abdominal aneurysm. No complications or problems were noted during the delivery and deployment of the three components. During the same scheduled procedure, the physician elected to repair an aneurysm in the thoracic. When advancing the home-made delivery system, for the thoracic, through the endovascular graft, the graft was shifted upward. As a result of the graft migration, the iliac leg grafts were moved away from the distal landing zone. An iliac leg extension was placed on the ipsilateral side to extend the iliac leg length and a main body extension was deployed distal to the contralateral iliac leg graft in order to extend the contralateral leg to the desired landing zone, and maintain patency of the hypogastric artery. After conclusion of the entire procedure, final angiogram did not detect any visible endoleaks and procedure was concluded.